Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. This product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) # and other specific product information related to united states registration as the specific product is only commercially available outside of the united states.

Event description:
It was reported that during a procedure, a versacross connect for faradrive was selected for use. It was noted that there was difficulty noted with transseptal puncture. The septum was thick and it was attempted to cross five times. The septum was not penetrated, so the procedure was completed using a product from another manufacturer. No patient complications occurred. The device is not expected to be returned for analysis due to contamination of the product.